Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during device preparation and prior to use in the anatomy the xience xpedition stent delivery system (sds) proximal shaft was noted to be detached. The device was not used; there was no patient interaction. There was no reported clinically significant delay in the procedure. No additional information was provided.